Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation procedure a farawave pulsed field ablation catheter was selected for use. The procedure was completed, and during post map the physician observed a possible thrombus on the floor of the left atrium. A transesophageal echocardiogram (tee) was called to categorize if it was a thrombus or another anomaly. The patient is expected to fully recover. The device is not expected to return for analysis as it was disposed by the time the event occurred. A triple platelet therapy was administered to the patient and he was discharged from the hospital.